Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. The unit was analyzed and error 23138 hall edge to edge fault on usm4, axis 7. This indicates that a motor encoder is loose and moving while the motor is stationary or that the hall signal is frozen or disconnected, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 23138 error was triggered indicating fault on p1=7/ axis 7, replicating the report event. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the universal surgical manipulator (usm) 4 had a persistent recoverable 23138 fault. Prior to calling in, the customer restarted the system multiple times with no change. The customer was electing to abort the procedure for a laparoscopic approach. The procedure was aborted with no patient involvement.